Event description:
It was reported to tyco healthcare/kendall, on april 10, 2006, that a customer had a problem with a kangaroo pet pump charger base. The customer states there appears to be a slice or burn hole at the top of the cord near where it connects to the back of the charger. The customer states the family reported hearing "popping and crackling" sounds coming from the pump base. The base "exploded and flames" occurred. The customer reports the fire was extinguished without incident or harm to the child. The pump was feeding at the time the incident occurred.